Event description:
It was reported that after intraocular lens (iol) had been inserted into patient¿s left eye, capsule tear was noted. Vitrectomy was performed but incision was not enlarged. A replacement lens of a different model was placed successfully. Patient outcome was asked but not provided. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: it was reported that patient has no complaints, post-operatively. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a detached haptic. Haptic was not returned. Visual inspection revealed surface scratches on the lens, a crack in the optic zone and surface residuals (fiber/ particles) on the lens, which is consistent with the lens being handled and handled out of a sterile environment. Due to the returned condition of the sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.